Manufacturer narrative:
(B)(4): the device was evaluated on (B)(6) 2017. The device malfunction was confirmed upon evaluation which determined that the pouch was open. There was no reported patient impact. This MDR is filed as a result of an internal retroactive review.

Event description:
On (B)(6) 2017, it was reported that a customer received an atriclip ach240 with the sterile packaging open. There was no reported patient impact. No further details were provided.